Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) as a result of low out of range pacing impedance measurements on the right atrial (ra) lead. It was noted that since the lss occurred, the measurements have remained less than 200 ohms. Also, myopotential noise was noted but it was related to unipolar configuration that was caused by the lss. Detail evaluation was performed of bipolar/unipolar sensing and the device was reprogrammed to bipolar. No additional adverse patient effects were reported. This device remains in service.